Manufacturer narrative:
The suspect spine clamp has been received by the manufacturer for evaluation. The reported issue was confirmed as the adjustment screw of the returned clamp was stripped in the middle of the travel rendering the clamp unusable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the screw of the spine clamp was stripped. A different spine clamp was used to complete the procedure. There was a delay of less than 5 minutes. No impact on patient outcome.